Event description:
It was reported that the patient developed an infection. The (B)(6) right atrial (ra) lead was capped and the right ventricular (rv) lead was removed along with the rest of the crt-p system. There were no adverse conditions for the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).